Manufacturer narrative:
The system was checked by a siemens engineer. No causal relationship between the event and the device could be identified. The magnetom avanto user manual clearly states the importance of pt positioning during table movements and scanning.

Event description:
It was reported that a pt was being positioned supine, feet-first for an MRI exam. During the table movement into the magnet, the pt's right hand fingers became caught between the table and the magnet. The pt's small right finger was broken. The finger was set by an orthopedic doctor, bandaged and immobilized. This event occurred in a foreign country.